Event description:
I received the penuma implant on (B)(6) 2021 from dr. (B)(6). The device claimed to be the first FDA cleared penile implant and that it could simply be reversed without any major issues. I followed all the proper protocol but still experienced skin erosion. Also the device maker has made many misleading statements saying it feels natural which in my experience is absolutely false. Also it is never brought to attention that mesh is also inserted along with the silicone which is suppose to create scar tissue in order to help secure the device. This creates various problems with blood circulation and nerves. After following all the proper protocol for 3 months part of the edge of the device began to cut through the skin and I had it removed. Its been eight months since removal and I have nerve damage which causes occasional pain and sensitivity loss. I think the way this device is marketed is extremely misleading in regards to safety and effectiveness. FDA safety report ID# (B)(4).